Event description:
Boston scientific received information that competitor information reported that this right ventricular (rv) lead exhibited an unspecified out of range pacing impedance measurement. The associated device was reportedly explanted. Documentation from a non-bsc sales representative noted this rv lead to exhibit a pacing impedance measurement within acceptable limits. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.